Manufacturer narrative:
Address character limit is exceeded: (B)(6). Facility name character limit is exceeded:(B)(6) medical university (B)(6) hospital (hushan road campus). A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva single port foreign matter in hub. The following information was provided by the initial reporter, translated from chinese to english: when I opened the package, I found that gel was stuck to the end of the cap. (A whole piece of gel appears in the end interface of the extension tube.)

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of material stuck to the end of the cap was confirmed. No gel was observed from the four photographs or thirteen 22ga nexiva units from lot #3180979 that were provided for investigation; however, the observed damage could be associated with the damaged vent plugs. The physical samples and photos showed what appeared to be a burr, flash, or deformation at the tip of the vent plug. One photo showed material inside the blue adapter, which may have been gel or a piece of material from the vent plug. The physical samples did not exhibit this damage; therefore, the root cause, composition, and source of the material could not be determined. Gel is not used during assembly of this component. During manufacturing, damage to the tip of the vent plug may occur due to incorrect processing parameters and misalignment between the vent plug and luer adapter. The manufacturing personnel were notified of this complaint. The vent plug insertion speed was reset to the correct parameter and locked to prevent future changes to the speed. Customer complaint trends are evaluated on a monthly basis and currently do not indicate the need for a formal corrective action.